Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient with the cobas e 801 module. The initial result was 18.4 ng/l with a data flag. The repeated result was 148 ng/l with a data flag. The second repeated result was 18.5 ng/l. It is unknown if the questionable result was reported outside the laboratory. The reagent lot number was 470034. The expiration date was requested but not provided.

Manufacturer narrative:
The calibration, qc, and alarm trace were requested but not provided. Based on the data provided a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.